Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to an access needle infiltrate, occuring at the beginning of treatment. The user's guide provides adequate instructions for performing rinseback. Facility staff has been notified. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported an infiltrated venous needle at the start of a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.